Event description:
Pt reported experiencing an elevated blood glucose level this morning of more than 400 mg/dl. Pt's normal blood glucose level was not provided. Pt stated he checked the infusion set and noticed that the connector connection was leaky. Pt reported there was blood in the infusion set cannula tube. Pt stated he took correction via pen and changed the infusion set cannula and then everything was okay. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.